Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/essure coil found in the mesovarium adherent to right ovary infundibulopelvic ligament/malposition of essure device: uterus") and pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and uterine enlargement. Concomitant products included ferrous sulfate (ferrous sulphate) and sertraline (zoloft). On an unknown date, the patient had essure inserted. In september 2016, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis ("bacterial vaginal infections"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, bacterial vulvovaginitis, dysmenorrhoea, vaginal haemorrhage, abdominal pain and vaginal infection outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, bacterial vulvovaginitis, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment for her symptoms. On 29-sep-2016: enlarged uterus approximately 20 weeks size. Approximately 10 centimeter fundal fibroid essure coil present in bilateral fallopian tubes, and a third essure coil incidentally found in the mesovarium adherent to patient¿s right ovary and ip ligament. Specimens removed: essure coils x 3. Detail: left fallopian tube and essure coil removed both confirmed intact. Right fallopian tube removed with essure coil noted within the tube. The essure coil adherent to the right ovary and ip ligament removed. The additional (third) essure coil removed intact through the laparoscopic port (per mr) essure was inserted on (B)(6) 2006; (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: normal on (B)(6) 2016: had x-ray in (state) which showed possible misplacement of one of coils. Pelvic ultrasound ordered. On (B)(6) 2016: ultrasound: lt sided pelvic pain. Impression: essure coils appear to be within place at expected location of the fallopian tubes at the periphery of the uterine fundus bilaterally. They do abut a large mass at posterior fundus that has typical sonographic appearance for large leiomyoma. The leiomyoma measures 9.8 x 6.8 x 9.2cm. The leiomyoma is intramural to submucosal and abuts the adjacent endometrial canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated, indication updated. Events were clubbed with previously reported events. Events: menorrhagia, abdominal pain, malposition of essure device: uterus, migration of essure device: essure coil found in the mesovarium adherent to right ovary infundibulopelvic ligament, pain, perforation (uterus) were newly added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bacterial vaginal infections"), dysmenorrhoea ("painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.